Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the surgeon was trying to suture it could break even without tension. Add'l info has been requested of the site.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 010/1/2014.